Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. It was observed that the device leaked fluorouracil with the chemotherapy bag. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.